Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] is doing the driver replacement on this unit. He noticed that while checking the unit out, that the battery low light is on continuously. He replaced the 9 volt battery with a known good battery and he's still getting the battery low light. When he turns the unit off, the loss of power alarm does not alarm. I explained to him that he should replace the alarm board. Gave him pn and price. He is going to have purchasing call in to order it. I explained to him to make sure they order it through tech support."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. The following info concerning the eval of the device is a summary of the info documented by the cardinal health tech support specialist in response to a phone conversation with a user facility rep. The user facility biomed in conjunction with the cardinal health tech support specialist determined that the root cause of the reported event was that the device's alarm board was faulty. The user facility biomed replaced the alarm board and that fixed the problem. Cardinal health issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty alarm board for eval. As of the date of this report the alleged faulty alarm board has not been received by cardinal health.